Event description:
It was reported that while advancing a 3.0x15 xience xpedition stent delivery system (sds) toward a mildly calcified, 70% stenosed lesion in the mildly tortuous mid circumflex coronary artery, the sds was unable to cross the lesion due to patient anatomy. The xience xpedition sds was withdrawn from the anatomy without issue. Another 3.0x15 xience xpedition sds was advanced toward the same lesion, but was also unable to cross the lesion due to patient anatomy; though no force was applied, the proximal shaft of the 2nd xpedition broke (fractured, but still intact) during advancement. The 2nd xpedition was withdrawn from the anatomy without resistance. The procedure was completed using another 3.0x15 xience xpedition sds. There were no adverse patient effects and no occurrence of a clinically significant delay. The returned goods lab received the no cross device (the first 3.0x15 xience xpedition sds) with its hypotube shaft separated. Additional information was received indicating that the shaft separated while re-packing the device for return shipment. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. The shaft break was not confirmed; however, a shaft separation was noted. The site confirmed that the separation had occurred during repackaging for return shipment. The failure to advance/cross could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.